Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined but could of been as a result of patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer muscular vsd occluder was successfully implanted on the ventricular septal defect, using 9f amplatzer trevisio intravascular delivery system. The defect was measured to be 14mm. One-hour post-implantation, the device embolized in the vena cava. In the physician¿s opinion, it is suspected that the tissue around the defect was too soft for a good stabilization of the device, which might have caused the embolization. The device was recaptured via a transcatheter procedure. A replacement device 18mm amplatzer septal occluder was implanted successfully. The patient was reported to be stable.